Event description:
Per the clinic, the device was explanted due to localized pain around the implant site. The device was explanted on (B)(6) 2011. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, june 12th, 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is not available for analysis.this report is filed (B)(4) 2013. Device is not available for analysis.